Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp and could not duplicate the reported failure. The fse performed full functional verification on the pump including running all tests in service mode. The iabp passed all tests and was returned to clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) has a helium leak. It is unknown under which circumstances this event occurred. However, no patient involvement was reported.